Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. Std review - we did receive performance data collected from the device and have analyzed the data and no anomalies were found.

Event description:
It was reported that the patient heard intermittent, steady tones coming from the device. When the device was interrogated the "suspend" window popped open. There were no sources of magnets or other electrical interference around; including on the patient's clothes or anything that they had consumed for lunch. The patient refused to go to the hospital. The patient was made aware that therapy may not be delivered. The patient was subsequently seen in the emergency room after hearing the tones again. The device was explanted and replaced. No further patient complications have been reported as a result of this event.